Event description:
As per the hospital - "the balloon catheter disintegrated into dozens of fragments post introducer sheath introduction. A 5f argon hemostasis sheath was used for introduction purposes. The balloon was fully encased in the sheath, plus 3 cm of catheter, when it "buckled". No pt harm/outcome was evident.

Manufacturer narrative:
A comparative catheter of the same size was pulled and tested for shaft brittleness and rated cc. It met the requirements without any issues.